Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing large, red bumps on her skin under the garment. There is no alleged device malfunction. The patient's physician prescribed benadryl. Follow-up attempts were unsuccessful and medical outcome of the irritation is unknown.